Manufacturer narrative:
On 2/23/2021, the product investigation was completed. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - small for an atrial fibrillation (afib) ablation procedure, the introducer when inserted into the hemostatic valve, would not advance. It seems the white piece was inside the hub of the sheath which completely obstructed the heath and prevented the introducer to be advanced. The sheath was not able to be flushed. The sheath was replaced, and the issue resolved. Case continued. No patient consequences were reported. Device evaluation details: the sheath was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since physical damage (cracked) on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001499 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - small for an atrial fibrillation (afib) ablation procedure, the introducer when inserted into the hemostatic valve, would not advance. It seems the white piece was inside the hub of the sheath which completely obstructed the heath and prevented the introducer to be advanced. The sheath was not able to be flushed. The sheath was replaced, and the issue resolved. Case continued. No patient consequences were reported. Additionally, the complaint device was received on 2/5/2021 by the bwi product analysis lab and the hemostatic valve was found dislodged inside of the hub. Hemostatic valve dislodgement is MDR-reportable.